Event description:
I will note that in 2005. I had a charite total disk replacement utilizing #5 implant. Upon reexposing the disk, a very small metallic free fragment, which appeared to be related to a broken-off cephalad middle tine. A final fluoroscopic imaging was taken just prior to closure and, in doing so, noticed a small apparent free fragment which appeared to correspond with a very small metallic fracture of the middle cephalad tine. Because this appeared to be possibly engaged between the poly and lower endplate, the spine was exposed again. The thompson alif retractor blades were replaced and, in doing so, it appeared I sustained an injury within the bifurcation of the internal and left external iliac arteries. I had to have three dacron patch grafts and in the process of doing so, I lost 500cc of blood and from this incident, I lost the filling in my left foot, and now I have to use a cane to walk. In the past two yrs, my pain is getting worse. When I sit, stand or walk for a period of time, my right foot goes numb. I had to have epidural steroid injections at a frequency of three times per year and I'm taking norco three times a day, ibuprofen two times a day and trazodone at bedtime. My life has been turned around so much that I can't play baseball or run with my two boys. I can't even have a satisfying and fulfilling sex life with my wife. I'm in pain all the time and on pain killers that leaves me in a daze and confused state. My left foot is numb and the right foot is going numb too. It breaks my heart to see my boys play ball with their uncles and cousins and I can't join them because of my back and foot. I can't hike, snow or water ski, play ball, fish, run, swim, hunt, go on trips or pick up my boys when they get hurt, or just fool around with my boys. I was a good athlete and a very active man in my prime of life. Now I can't do the thing I love to do, to be a good and active father to my boys and a supportive, loving affectionate husband to my wife. I remember when my dr told me about the charite artificial disc. It was going to restore my full motion and relieve all my pian. I was so excited, just the thought of no more pain was enough for me. But now, after the surgery with all the difficulty that happened, with the breaking of the defective charite disc, that left a piece of metal in a disk space, that the doctors had to go back in to remove it. Causing a life-threatening tear of a iliac artery. I lost 500cc of blood due to this reopening, to remove the broken piece of the defective charite disc. Another dr was called in to stop the bleeding of the artery. The implantation of the charite disk has destroyed my life, the pain has become excruciating all the time. I have been real depressed and confused due to the pills that I have to take every day for the pain. I am now permanently disabled. One of my sisters had to move in with us to help with me and my family. I truly feel that the charite artificial disc should not have been approved by the FDA without more proof of the side effects it causes, and the defects of the product. I just hope that the FDA will want longer study time and read the fine print on the study results on products that they aprrove. So maybe others won't have to suffer as my family and I are... In closing should a procedure ever be offered to sufferers of this condition, I would be excluded, due to the fact that the broken piece of the disc. My odds of survival are too lower.